Event description:
It was reported that when the doctor uses a plasma surgery system for surgery, a black screen phenomenon always occurred, which affects the progress of the surgery. It happened many times. 30 to 60 minutes delay and the same device was used to complete the procedure. No patient injury was reported.

Event description:
It was reported that when the doctor used a plasma surgery system for a shoulder joint surgery, a black screen phenomenon occurred which affected the progress of the surgery. It happened many times. 30 to 60 minutes delay and the same device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: (1) a loose or defective monitor cable can cause a display to go black by sending an inconsistent, disrupted video feed to the display screen. Or (2) any other electronic devices near the monitor may produce a magnetic field that will cause the screen to go black. (3) hardware failure between main board and display. There are no indications to suggest the device did not meet product specifications upon release into distribution. Event description updated.